Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The exact date that the incident occurred is unknown. The date entered in section b3 is based on the customer report of "ongoing for a couple of days before (B)(6) 2026." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "not active sensor" error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. The customer did not report symptoms and self-treated with orange juice. There was no report of death or permanent impairment associated with this event.